Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect) on (B)(6) 2009. On a tee (transesophageal echocardiography) exam on (B)(6) 2009, the left disc was well endothelialized but it appeared that the right disc was unlocked and was hanging into the right atrium. The physician reported that the right disc was not interfering with any valves or structures. On (B)(6) 2009, in a transcatheter procedure, the device was explanted using an interventional gooseneck snare. The physician snared the entire right disc and while retrieving the occluder, the right disc broke away from the left disc. The right disc was withdrawn from the heart and upon review, the physician noted that the lock loop appeared to be fractured. Using intracardiac echocardiography, the left disc was viewed and appeared to be well endothelialized with a minimal residential shunt. The physician decided to leave the left disc in place and monitor the device in the future.

Manufacturer narrative:
The lot # remains unknown. The device and images are being reviewed and a report will be included in a supplemental report.